Event description:
It is reported the pt was revised due to an adverse tissue reaction. The tissue had irreversible soft tissue damage and ultimately the pt dislocated. Corrosion was noted at the head and neck taper.

Manufacturer narrative:
This report will be amended when our investigation is complete.